Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Power error detected noted due to connector resistance issue electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. Troubleshooting was performed for power error detected. The customer's mother stated power error detected recurred within a week of troubleshooting for previous occurrence advised pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.